Manufacturer narrative:
The device has not been returned to animas for evaluation.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the sensor adhesive has caused a skin rash and burning irritation on the lower abdomen, since (B)(6) 2015. On (B)(6) 2016, the patient visited a physician's office and received a steroid cream for treatment of the rash with. There was no allegation of product deficiency or blood glucose excursion. This complaint is being reported as the patient required medical attention for a skin reaction to the sensor adhesive.